Event description:
The home pt reported that the exhalation valves were "sticking" and therefore, the ventilator stopped ventilating. His son used a resuscitator bag until he could put a different circuit on. The valve stopped working after 6 days on 1 circuit and 1 day (on the replacement). Per the customer "low pressure audible alarm sounding and visual alarm illuminated, instantaneous with pt's inability to speak due to low/no volume being delivered through vent circuit". The ventilator did not stop working, it was the circuit that vented/expelled all of the delivered volume of air into the "atmosphere because the valve was stuck in the open position, therefore, no air was being delivered to the pt. It was the circuit that failed to administer the volume that the vent was set to deliver.

Manufacturer narrative:
Fifteen unused samples and the actual failed device used during the event were received for eval. The samples were evaluated according to the mfg facilities inspection procedures. The 15 closed samples were functionally tested and all passed the functional test. The actual circuit used in the incident could not be functionally tested since the valve cap was broken upon receipt. However, the exhalation valve from the circuit was functionally tested and was found to have been assembled incorrectly, but all dimensions of the valve were found within spec. Therefore, we were able to confirm the issue reported. The device history record for the lot reported was evaluated for any issues related to this complaint, and none were found. The product was mfg, inspected and released in accordance with our internal procedures. This product is 100% functionally tested and this is the first complaint of this nature; therefore, this appears to be an isolated incident in which this defective valve was not segregated during the functional testing. The functional test method will be reviewed for opportunities to prevent future occurrences.